Event description:
Tampon came apart inside her- vaginal [foreign body in reproductive tract] tampon burned pulling it out [vulvovaginal burning sensation] burning pulling tampon out [medical device site pain] burning pulling the tampon out of vagina [complication of device removal] tampon came apart in her [device breakage] case description: relative reported via phone that consumer's tampon came apart inside her. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the lot code investigation completed on january 26, 2022. An investigation is in progress for returned product received on february 16, 2022.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon came apart inside her- vaginal [foreign body in reproductive tract]. Tampon burned pulling it out [vulvovaginal burning sensation]. Burning pulling tampon out [medical device site pain]. Burning pulling the tampon out of vagina [complication of device removal]. Tampon came apart in her [device breakage]. Case narrative: relative reported via phone that consumer's tampon came apart inside her. No serious injury reported.

Event description:
Tampon came apart inside her- vaginal [foreign body in reproductive tract]. Tampon burned pulling it out [vulvovaginal burning sensation]. Burning pulling tampon out [medical device site pain]. Burning pulling the tampon out of vagina [complication of device removal]. Tampon came apart in her [device breakage]. Case description: relative reported via phone that consumer's tampon came apart inside her. No serious injury reported.

Manufacturer narrative:
A product investigation is in progress.